Event description:
A patient who received treatment due to acne reported hypopigmentation a day after the procedure. The procedure was performed with the 400 nm small tip at the lowest energy setting. The patient was prescribed obagi and retin-a; after 2 weeks, no improvement was observed. Per the aesthetician, the patient is continuing the obagi regimen and is scheduled for a follow up in (B)(6).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. Manufacturer follow-up determined the aesthetician was unaware that there is a 580 nm medium tip; recommended for use on a higher skin type. The user manual contains a treatment parameter table to help guide the user to establish the correct treatment parameters for specific skin types and conditions. The user manual states: in the course of treatment, the following minor complications may be observed in some patients: change in pigmentation (hyperpigmentation or hypopigmentation) may sometimes occur after treatment. In the majority of cases, this pigmentary change will resolve over time. Complications arising from pigmentary changes have been rated as both transient and minor and appear to typically resolve spontaneously over several months. Only in very rare cases will the change in pigment be permanent.